Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in a common bile duct on (B)(6) 2018. According to the complainant, during the procedure, when the stent was implanted, it was noticed that the guide catheter was broken. The broken inner guide catheter remain within the push catheter, enabling the delivery system to be removed in one piece. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'stable'.

Manufacturer narrative:
A visual evaluation of the returned device found that the stent was unloaded from the delivery system. The push catheter is free of obvious kinks and bends. A guidewire returned was stuck in the delivery system and the proximal section of the guide catheter was stretched and broken which caused that the guidewire got caught in the stretched section, the distal section was kinked in several locations; consequently, confirming the reported complaint. The sheath length adjusting shaft has a mark indicating the knob was working correctly before it was dismounted. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. It is possible that the way in which the device was handled and manipulated may have contributed to the failure encountered that can cause the device to bend/coil leading to kink the guide catheter. With the guide catheter bound by kinks, the device would become difficult to retract the guide catheter; an excessive force used can cause the guide catheter stretching and ultimately breaking it. Once the guide catheter is stretched the inner diameter is reduced which would result in guide wire caught in guide catheter. Therefore, 'cause traced to component failure' is selected as the most probable root cause for the complaint. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in a common bile duct on (B)(6) 2018. According to the complainant, during the procedure, when the stent was implanted, it was noticed that the guide catheter was broken. The broken inner guide catheter remain within the push catheter, enabling the delivery system to be removed in one piece. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'stable'.